Event description:
Reporter stated that, after firing, the lancet protrudes from the end- cap of the multiclix lancet device. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.